Event description:
It was reported that the pt underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2009 and mesh was used. The pt experienced pain, erosion of her internal bodily tissue, incontinence, bleeding, dyspareunia, hematuria, bowel problems, and other injuries following the procedure. It was reported that the pt has undergone multiple surgeries and revisionary procedures. No additional info was provided.

Manufacturer narrative:
(B)(4). Dyspareunia, bowel dysfunction. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.